Manufacturer narrative:
A field service engineer (fse) was dispatched who fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found that cup presence sensor is sticking. Fse advised customer to clean and lubricate the cup presence sensor and verify movement. No further action required by fse. The most probable cause of the reported event was due to a dirty cup presence sensor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported error 2163 c trans not released with their aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.